Event description:
It was reported the patient experienced withdrawal in the hospital following the implant. The actual residual volume was greater than the expected residual volume. At the first refill after implant in (B)(6) they pulled out all medication, none was delivered; they refilled the pump with 30 ml at that time and then again on (B)(6) 2012 they pulled out 30 ml. Telemetry confirmed a non-critical alarm occurred. The alarm was due to low reservoir volume reached. A (B)(4) study was performed and confirmed that the drug was not leaving the pump. The plan was to do a (B)(4) study and then remove the pump as the patient's disease was in remission. The pump contained: current: clonidine, bupivacaine and morphine; new: saline. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709, lot# j0056649r, implanted: 2001 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).